Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.